Event description:
Information was received indicating that the cadd cassette reservoir leaked. The leak was noticed during delivery. There was no reported injury to the patient.

Manufacturer narrative:
Two cadd administration sets were received in used conditions without original packaging. The samples were visually inspected and no discrepancies were found. Functional tests were conducted and a leak was detected in connection between the tube 60" and the pump tube. A review of the manufacturing process was conducted and deemed adequate and correct. The leak in the administration set was confirmed.